Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Coagulase-negative staphylococci are the predominant normal flora on human skin and the most common pathogen that are responsible for 50% or more of peritoneal dialysis related infections. Most cases of pd-related peritonitis are the result of ¿touch contamination¿, where the patient or their helper inadvertently breaks sterile technique and contaminates the catheter or its connections. Based on the limited information and no allegation or evidence of a defect, malfunction, or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a previous positive culture in august 2024 for coagulase negative staphylococcus. The patient completed two weeks of intraperitoneal (ip) antibiotics. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Correction: h6 clinical code plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a previous positive culture in (B)(6) 2024 for coagulase negative staphylococcus. The patient completed two weeks of intraperitoneal (ip) antibiotics. Attempts to obtain additional information were unsuccessful.